Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they were hospitalized for a swollen leg on (B)(6) 2015 with a low blood glucose level of 34 mg/dl. The customer stated that their toes were black and was transferred by paramedics to the hospital. The customer treating a high blood glucose level of 300 mg/dl but thinks their device gave too much insulin. The customer states that they were using a replacement insulin pump because their original insulin pump was out of warranty and had frozen. The customer states that they were legally blind and could to verify the serial number on the insulin pump. The customer was able to verify the settings on their insulin pump and will monitor the insulin pump which they wore during their hospital stay. The customer did not return the product back for analysis.